Manufacturer narrative:
(UDI) and (510k) are unknown; no additional information was received. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional tests were performed. The top case was cracked on screw standoff and the bottom case was cracked and contaminated with an unknown dried substance. Event history log (ehl) showed motor rate error. An occlusion test was performed and the reported problem was duplicated. Motor assembly, worm gear, leadscrew and clutch halves were found old, dirty and worn out. The root cause of the issue was deemed to be normal wear. Actions were taken to mitigate the reported issues: replaced motor assembly, worm gear, leadscrew and clutch halves; performed occlusion test and all functional tests passed.

Event description:
It was reported that a pump had a motor rate error. No patient injury was reported.